Manufacturer narrative:
(B)(4). Batch # unk.   The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a rectal anastomosis procedure, staple line has not properly closed correctly. The staples were partly transverse and not in a clean line. Air test was negative, but the seam row was manually sewed for safety. Therefore the surgery time was extended by 45 minutes. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 02/12/2020. D4: batch # t5cm8p. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.